Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch batch. The unit returned has part of the tip detached, as part of overall visual revision. The returned device matches with upn provided by the customer. The returned guidewire had the distal end section kinked, stretched and unraveled. Also the wire and coil distal tip was detached and unraveled. No more visual damages were found in the device. Detailed pictures of the stretched area and the core wire were captured. It was observed that the core wire was detached from the distal end solder ball and wire broken. Dimensional inspection was performed where the overall diameter (od) was measured. The overall length and distal tip od shows the gudiewire was stretched. The middle and proximal section od are within specification.

Event description:
It was reported that guidewire coating issue occurred. A 035/180 amplatz super stiff guidewire was selected for use. However, during removal, it was noted that the outer coating part of the wire sheared off. The device was completely retrieved without difficulty and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that guidewire coating issue occurred. A 035/180 amplatz super stiff guidewire was selected for use. However, during removal, it was noted that the outer coating part of the wire sheared off. The device was completely retrieved without difficulty and the procedure was completed with another of the same device. There were no patient complications reported.